Event description:
Additional information received reported that the patient was reprogrammed at his follow-up appointment, was doing well, and felt st imulation where needed.

Event description:
It was reported that a patient has had to run stimulation at higher rate than normal. It was stated that the patient usually has the device set to 1.5v since implantation 1 year ago. In the past 4-5 months the patient had to turn stimulation up to 9 v to get benefit. It was noted that a revision was going to be done to see why the patient needed to turn up the device so high to get benefit. Additional information reported that the patient had a follow up appointment on (B)(6) 2012. Further information has been requested and if received, a supplemental report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 37743, serial# (B)(4). Product type: programmer, patient: product ID 3708260, serial# (B)(4), implanted: (B)(6) 2011. Product type: extension: product ID 3587a25, lot# n133918, implanted: (B)(6) 2008. Product type: lead. (B)(4).